Event description:
Boston scientific received information that during a normal pulse generator upgrade, this right ventricular lead perforated the heart resulting in tamponade. A kit was used to remedy the issue and the lead was surgically abandoned and replaced. The procedure was completed and a new system was implanted. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.